Event description:
Event reported by attorney. The legal complaint states that pt claims to have suffered bodily injuries. Injuries/symptoms include recurrence of stress urinary incontinence, chronic vaginal pain, and infections.